Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2018, the 00mlxuk mlx 300 xenon lightsource w/UK power cord had a strong burning smell coming from the lightsource and it was very hot when touched. The product was in contact with the patient, however there was no patient injury or death alleged. The event did not lead to an increase of the surgery time.

Event description:
N/a.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. An investigation of the device inspection records was conducted by the manufacturer. There were no deviations or non-conformances during the inspection process. The fault description from the customer can be confirmed. The lamp was hot, because the lens was loose.